Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 300 mg/dl; cause was not known. However, customer alleged the healthcare provider recommended pump settings were incorrect. Customer went to the emergency room (ER). Blood pressure was monitored and blood work was performed. No additional treatment was administered. After a couple of hours, customer left the emergency room feeling ¿funny¿. Bg was 276 mg/dl. ER personnel reported customer could be released.